Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 3, 2026, senseonics was made aware of a hyperglycemia event. The user reported sensor readings (260 mg/dl and 190 mg/dl) differed significantly from confirmatory fingerstick blood glucose values (150 mg/dl and 146 mg/dl), indicating a discrepancy. The sensor readings exceeded the user-set high glucose alert threshold of 250mg/dl, thus triggering the high alerts. The patient did not seek medical treatment and managed the situation independently, with their healthcare provider being made aware of the event.